Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Blood and dirt were observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specs. Tests after repair showed no overheating.

Event description:
Dr returned unit for repair indicating it had burned at pt's mouth. After calls on 12/10/2008, 1/14/2009 and 2/16/2009 we have not been able to obtain more info.